Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent vertebroplasty at thoracic 7 due to vertebral crush fracture. Intra-op, surgeon was unable to get cement into the patient vertebral body because the cement hardened too quickly. Cement was mixed again and it ran into the same issue. There was delay of less than 60 minutes in overall procedure time. The cement was stored at proper temperature(s) before and during the procedure (below 25°c during storage; 23 +/-1°c for 24 hours prior to use). The overall procedure was successfully completed with the new product. There were no patient symptoms or complications as a result of this event.